Event description:
The report received indicated that during a coronary procedure, the 2.50 x 28mm cypher stent delivery system (sds) was advanced to the lesion, a tight calcified ramus. Then to try to cross the lesion, force was applied but the sds failed to cross. Therefore, the physician decided to remove the device, but the edge of the stent got hooked on the tip of the guiding catheter. The physician pulled a bit more and the stent struts began to lift and the system got stuck in the guiding catheter. The physician decided to remove and exchanged the entire system. There was no report of pt injury during the event. After the device was removed from the pt, on physical inspection, the stent remained on the delivery system; however, a portion of the stent edge was uplifted from the balloon material.

Manufacturer narrative:
The product is available for eval, however, as of to date, it has not been returned. Additional info will be submitted within 30 days upon receipt.